Event description:
It was reported that there were air bubbles in the patient line during initial drain of peritoneal dialysis therapy on the homechoice device. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.